Manufacturer narrative:
Two opened 25 gauge (ga) trocar assemblies in a tray were received. The returned sample #2 was visually inspected and was found to be non-conforming with damage to the septum. The septum was torn causing a hole in the septum. Leak testing could not be performed due to the damage of the sample. Sample #1 was visually inspected and was found to be conforming. Sample #1 was then functionally leak tested and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos provided to the complaint were reviewed by the manufacturing site. The four photos are of partial photos of the pak and label, the reported product and lot information is not confirmed. The exact root cause for sample #2 is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. Sample#1 was found to be visually and functionally conforming, therefore a product leaking issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for sample #2 is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. No action was taken for sample #1 as the trocar was manufactured to specifications. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the trocars were leaking when the infusion set was ¿on¿ during a procedure. The trocars were replaced with others and the procedure was completed. Patient harm was not reported. This is one of two reports for this event.